Manufacturer narrative:
Product complaint # (B)(4). H3 photo investigation summary: visual analysis of the individual image submitted to ethicon for evaluation determined that a foil labeled as w9915 had suture and a separate piece of yellow cotton-like material. Foreign matter and the suture knot have been correlated to the manufacturing process. Silk suture is received from the supplier in spools and a yellow thread is used to attach the same type of suture within a spool to complete the quantity of suture needed per spool. The yellow tread was not detected during the manufacturing process of the suture, therefore that segment was not removed during manufacturing. Based on the information currently available, the foreign matter and knot in the suture were identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. Before use on the patient, when they opened up the foil, the suture was not properly packed in the suture tray and there was a knot found on the suture thread. During the visual analysis of the individual image submitted to ethicon for evaluation determined that a foil labeled as w9915 had suture and a separate piece of yellow cotton-like material. Foreign matter and the suture knot have been correlated to the manufacturing process. Silk suture is received from the supplier in spools and a yellow thread is used to attach the same type of suture within a spool to complete the quantity of suture needed per spool. The yellow tread was not detected during the manufacturing process of the suture, therefore that segment was not removed during manufacturing. There were no adverse reported. Additional information was requested.